Event description:
It was reported by the patient that their bg levels were raised above 200 mg/dl and the cannula did not insert into the skin after the pod was activated. The reporter stated although the pink slide had moved forward, the cannula was not visible after the pod was removed. This indicates a needle mechanism failure. The pod was worn between 4 and 24 hours. No impact to the patient's glucose levels was reported.

Manufacturer narrative:
The pod was received for evaluation fully deployed. No damages or manufacturing defects were observed. There were no timeouts or drive stalls noted. The needle mechanism was reset and redeployed successfully using the lock n load fixture. No problems were observed regarding the reported needle mechanism failure complaint. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.